Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - h6 clinical code. The reported event could be confirmed since images of CT scans were provided indicates the need for a revision. Medical affairs was consulted on the available information and noted the following: ¿the 3 components of the infinity tar (tibial tray, pe-liner and talar dome all look intact. There are some radiolucencies visible around the pegs of the tibial tray and the talar dome, there are no sings of overall loosening of the components (yet). I can confirm the finding of the radiolucencies around the pegs. This bone loss is the most likely reason for revision.¿ it was also noted that the CT images were of lesser quality. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.